Manufacturer narrative:
Evaluated 2 open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received no delivery alarm during manual prime on her insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that during the process of changing set, insulin did not exit during prime. The customer was assisted in troubleshooting; however insulin did not exit the tubing. The customer was advised to run a manual prime to 5 units and she reported that the insulin pump did not alarm no delivery with manual prime. The customer was advised that changing the reservoir resolved the issue. The reservoir will be returned for analysis.